Event description:
Patient's attorney reports, "pt had a neurostimulator implanted in 2004, and that the defendants product manufacturer and healthcare providers knew or should have known that the lead and/or covering of the cautery of said equipment was interrupted and/or had a hole in it, resulting in an arcing of electricity from same, causing severe permanent and disfiguring burns to pt's lumbar spine."